Manufacturer narrative:
Evaluation summary: visual inspection revealed the device was in good physical condition and the keypad and labels were operational and intact. Indication of one 20ml bolus accuracy test was identified in the pump's event log. The customer's reported problem of over delivery was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The real time clock battery was replaced as a preventative maintenance per customer's request. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the root cause of the customer's reported problem is unknown, and no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.